Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided, user technique/procedural variance cannot be ruled out as a potential contributing factor to the reported event(s), although definitive clinical factors cannot be concluded. No patient harm was reported. The IFU does note that ¿excessive force during insertion can cause failure of the suture anchor or insertion device¿ and warns to maintain axial alignment, ensure sutures are not twisted and to turn torque limiter only enough to allow sutures to slide easily. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a rotator cuff repair, after 2 or 3 clicks from rotating the knob of the footprint ultra to secure the sutures, the anchor broke, and the limbs of the sutures were displaced within the joint space. A total of 3 sutures were loaded into the anchor. A gold awl was used to prepare the insertion site, and the anchor was then malleted into the bone correctly. The sutures used with the footprint were able to be retrieved out of the joint space with a flat grasper. However, the anchor itself remained in the bone. Surgery was completed using a back-up device in an additionally drilled bone hole. There was a surgical delay of 15 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).